Manufacturer narrative:
The reported event of inadequate capture was not confirmed while the reported event of helix mechanism issue was confirmed. A complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood. X-ray examination of the lead found no anomalies on the lead. After cleaning, helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood.

Event description:
It was reported that during the implant procedure that after positioning the right ventricular (rv) lead that the capture threshold was high. While repositioning it was noted the helix of the lead would not extend. The physician elected to complete the procedure with a different rv lead. The patient was stable following the procedure.